Manufacturer narrative:
Product evaluation: the product was returned for analysis; the reported complaint could not be verified. Damage was observed. Blood and solution was dried on the lens. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggests that it is not manufacturing related. Due to the presence of blood and surgical solution, the damage is potentially related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 02/09/2011, 02/11/2011 and 02/28/2011 by mail, fax and phone. Additional information was received 02/09/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to intraocular bleeding. In a follow up with the office administrator, it was reported that the patient was fine one day following surgery. The bleeding was noted six, nine, and thirteen days postoperatively. An anterior chamber washout and anterior vitrectomy was performed and another lens was placed in the sulcus. The patient was seen one day following the exchange, no bleeding was observed, and was doing "okay." Additional information has been requested.